Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On unreported date(s) the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. At the time of this report, hospitalization was ongoing. It was not reported if the patient was recovered or was recovering from the event. Additional information was requested, but is not available. This is report 1 of 3.